Event description:
Customer reported one sars-cov-2 tma run on panther instrument sn (B)(4) which had a neat lysis tube (i.e. Containing no sample, only buffer) that tested positive.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found the tube in question was retested with the expected negative result. Ts informed customer that cross-contamination of this neat lysis tube was possible since they handled the tube as they would for any sample and reminded them to maintain a clean workflow. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.